Event description:
Male portion of screw system would not thread into female portion during attempted use in surgery. Surgeon completed case with a second set with only a 5 minute delay and no pt injury.